Manufacturer narrative:
Proposed component code: mechanical (g04) - stem visual examination of the provided pictures identified the stem is covered in bio-debris, no damage can be seen. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the femoral implant is loose and subsided secondary to the periprosthetic fracture. Overall arthroplasty alignment is maintained. A definitive root cause cannot be determined. However, it is noted that the patient fell prior to the fracture. It is unknown if this caused or contributed to the event. Complaint confirmed based on evaluation of provided x-ray. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 163669 32mm mod head cocr std neck j7457995. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a primary hip surgery. Subsequently, five days post implantation the patient was revised due to tripping and falling on the operative hip resulting in a fracture.